Event description:
It was reported that the patient experienced a vf/vt (ventricular fibrillation/ventricular tachycardia) episode. The rhythm was not converted until the third shock, and high dfts (defibrillation thresholds) were noted. A few months later at a planned device changeout, x-ray showed that the lead appeared to be in a different location. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.